Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and soda was consumed to address the bg. The contact was not sure what caused the low bg; however, it occurred after the contact had adjusted the pump's personal profile settings. Tandem technical support advised the customer to discuss the event with a healthcare provider.